Event description:
Several single roller pumps were found with stuck or sticking tube guide rolls on the pump lead. This leads to some shaving of the tubing when the pump is operating. There was no patient injury.